Manufacturer narrative:
(B)(4).

Event description:
It was reported that immediately upon unpacking the guide wire, it was noted that the guide wire was found kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. The potential cause of the guide wire kinking in the kit could not be determined based upon the information provided and without a sample. No further actions will be taken.